Event description:
Drug/diluent: bupivacaine 0.5 percent. Fill volume: na. Flow rate: na. Procedure: breast augmentation. Cathplace: bilateral breast. Date of surgery: (B)(6) 2011. Reference (B)(4). Patient complained that left side of pain pump did not work. On patient's right side she had minimal pain, but her left side hurt a lot. There was still some drug left in the returned pump after 4 days of infusion, but pump should have been empty. No adverse event reported. Date of surgery (B)(6) 2011. Pump removed on (B)(6). Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: catheter was received attached to an empty and used pump for evaluation and investigation. Results: pump was filled to nominal fill volume with normal saline solution. The pump infused. A flow rate test was performed and pump flowed within specification. Catheters were attached to distal luer ends of the returned pump and measured approximately 28 inches long. Normal saline was injected into each and both catheters infused. Conclusions: customer complaint was not confirmed.